Event description:
It was reported that during a laparoscopic lar, the surgeon fired the instrument and found that the instrument was empty and would not staple tissue at all. Cutting of washer and donuts were perfect. The surgeon excised the tissue and found that no staples remained on the excised tissue. The surgeon completed the case with another cdh29. Currently there is no patient consequence observed.